Event description:
Single symbiq pump failed during infusion of sodium chloride. Distal occlusion alarm persisted despite multiple staff interventions. The IV flowed fine without the pump via the IV line. The symbiq pump was pulled from service and returned to the rental agency for their evaluation. Their evaluation revealed that the alarm log displayed that the proximal occlusion had alarmed six times and the check cassette alarm once from 18:28 to 18:30. The pump did pass inspection with no repairs required.